Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-17072. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial and right ventricular leads exhibited noise that was oversensed by the device. It was noted that the oversensing led to pacing inhibition. The patient experienced pre-syncope. The leads were capped and replaced on (B)(6) 2020. The patient was in stable condition.